Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the initial implant, this right ventricular (rv) lead exhibited high capture threshold. The patient underwent a revision procedure and this rv was successfully repositioned. The rv remains in service. No adverse patient effects were reported.